Manufacturer narrative:
(B)(4): the intraocular lens remains implanted. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.

Event description:
It was reported that due to an increased number of cystoid macular edema cases in the last three (3) years after implantation of the tecnis intraocular lens, model zcb00, the physician believes it is attributed to the intraocular lens (iol). It was stated that the lens remains implanted at the time of the report. There was no medical or surgical intervention reported as a result of the macular edema in the case of the patient. It was stated that the patient's visual acuity was not influenced permanently because of the macular edema. The date of the event is unknown.